Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 2 malfunction events. It was reported that two small volume infusors underinfused. This occurred during infusion of fluorine. The rate of underinfusion was not provided by the customer. The events involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The two devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.